Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient suffered from abdominal spasm and self limiting palpitations, and was diagnosed with left ventricle lead dislodgement. Lv lead was relocated.